Event description:
It was reported to boston scientific corporation that a resolution clip device was used to treat bleeding during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. Another attempt was made by opening and pushing the handle all the way down but were still unsuccessful. The procedure was completed with another resolution clip. It was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used to treat bleeding during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. Another attempt was made by opening and pushing the handle all the way down but were still unsuccessful. The procedure was completed with another resolution clip. It was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and without any activation. Additionally, it was found that both of the clip arms were bent. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the device was returned with the clip assembly attached and without any activation performed. It is important to note that, according to the device functionality, the physician must perform two activations: one to lock (close) the jaws when grasping the tissue, and a second to release the clip. Regarding the found problem of both of the clip arms being bent, this is likely due to the jaws became bent during manipulation to deploy the clip after the tissue was grasped. This may occur when excessive force is applied to the jaws while biting the tissue or during removal of the clip with the arms open, which can lead to deformation. Additionally, according to information provided by the customer, the device was inspected and opened/closed before being inserted into the scope, and no abnormalities were observed. This suggests that the bending occurred after the device was manipulated during the procedure. Therefore, 'adverse event related to procedure' has been assigned as the most probable cause of this issue.